Event description:
During injection of contract an air bubble was noted. FDA safety report ID# (B)(4).

Event description:
During injection of contract an air bubble was noted. FDA safety report ID# (B)(4).